Event description:
The customer reported being hospitalized due to high blood glucose of 400mg/dl. The customer was experiencing unexplained high glucose for the past day. The customer stated that the events leading to her admission was vomiting, high glucose and ketones. Troubleshooting was performed. Reviewed the programming and found that the doctor has changed her basal rates couple months ago. Ran a fixed prime and passed. Performed a high pressure test twice and the tests failed. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.